Event description:
It was reported that the device was "ruined" after the pt stood too close to a microwave oven. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).